Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment. Device evaluation of charger sn (B)(6) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery charger faults. A us distributor reported that a patient was experiencing battery charger faults.